Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. A correction bolus was delivered to address bg level. Reportedly, the pump battery was depleting quickly, resulting in the pump shutting down. The customer charged the pump to 100% and the reported issue resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.